Event description:
The family member of a home pt (hp) reported the hp experienced abdominal pain during fill and drain while using the homchoice cycler for apd therapy. The hp reported experiencing abdominal pain during fill and drain since 2003 when pt started apd therapy. The hp's family member related that the hp's abdominal pain during the recovery period from the surgically implanted peritoneal dialysis catheter was normal and expected, however, the pain continued on through event date. The hp's family member suspected that the homechoice cycler was filling the hp too fast, so they subsequently requested a replacement device. The hp's family member related that the hp had a standing prescription for vicodin from their initial catheter implant in 2003 and for the surgical removal of a endometrial tumor the following month. On occasion, the hp continues to take the vicodin for relief of their abdominal pain. Follow up with both the hp's family member and the hp's healthcare professional (hcp) revealed there was no resulting pt injury.